Manufacturer narrative:
Product event summary:the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to noise on the patient's right ventricular (rv) lead. The rv lead was suspected to be fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334vrg ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular-sics since previous session 37 hours ago. Nonsustained tachycardia episodes with v-v intervals <(><<)> ms between (B)(6) 2015 and (B)(6) 2015. Apparent noise oversensing seen on electrograms for high rate non-sustained episodes.